Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend called to report a hospitalization due to high blood glucose. The current blood glucose reading is 128 mg/dl. Caller stated that the customer experienced dry mouth, lethargic, nausea and could not move. Hospital treating with insulin drip. The blood glucose reading at the time of the event was in the 400 mg/dl range. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Customer was getting no delivery alarms the nigh before the hospitalization. Nothing further reported.